Event description:
Procedure type: esophagectomy. According to the reporter: anesthesia went to pass a 25mm orvil during an open esophagectomy. The tubing was placed into the pt's mouth and was advanced. Anesthesia indicated there was no resistance while passing it; however, the og tubing advanced and went through the posterior side of the larynx into the chest cavity instead of advancing down the esophagus. The surgeon removed the orvil tubing, sutured the opening closed and preceded by not using the orvil. The surgeon used the anvil fro the 25 eeaxl staplers, hand sewed the pursestring and finished the procedure with the 25eezxl stapler. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. No reinforcement material was used.

Manufacturer narrative:
(B)(4).